Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not boot or charge. The receiver case was opened for an internal visual inspection and it passed. After trouble shooting the u6 was found to be defective. The receiver download, functional and pairing test could not be performed. The reported event of loss of connection could not be determined. A root cause could not be determined.